Manufacturer narrative:
(B)(4)

Event description:
It was reported that during preparation for a stenting procedure, premature deployment occurred. After preparing the sentinol nitinol biliary stent system for the procedure, the physician attempted to load the device on the guide wire and noted that the stent had partially deployed, outside of the patient. The device was not used. The procedure was completed with another of the same device. As no patient was involved, no patient complications occurred.

Event description:
It was reported that during preparation for a stenting procedure, premature deployment occurred. After preparing the sentinol nitinol biliary stent system for the procedure, the physician attempted to load the device on the guide wire and noted that the stent had partially deployed, outside of the patient. The device was not used. The procedure was completed with another of the same device. As no patient was involved, no patient complications occurred.

Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned device revealed the stent had partially deployed. An exterior shaft kink was located approximately 3cm proximal from the end of the exterior hub. There is no evidence of any material or manufacturing deficiencies that could have caused the stent to deploy prior to use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).